Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Media inspection of the fiber identified that the connector was separated, confirming the reported event. The fiber also was noticed to be broken. It is likely that procedural handling of the device during set-up and use contributed to the fiber body break, leading to what the customer experienced.

Event description:
It was reported that the black part of the connector fell off. The procedure was completed with this device. There were no patient complications.